Event description:
It was reported that patient presented in-clinic for routine generator change procedure. During procedure it was found that patient's pacemaker exhibited noise oversensing. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing was not confirmed. The pacemaker was returned with battery voltage above elective replacement level. Electrical analysis did not find any sensing anomaly. Visual inspection of the header and connectors did not find contamination or foreign material that could contribute to the reported complaint. No anomalies were found.